Manufacturer narrative:
Citation: grandinetti m et al. First surgical melody valve-in-valve implantation for early degeneration in mitral position. Ann thorac surg. 2018 apr;105(4):e169-e170. Doi: 10.1016/j.athoracsur.2017.10.024. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient with a reported history of shone¿s complex who previously underwent implant of a medtronic melody bioprosthetic valve (serial number not provided) in the mitral position for severe mitral valve stenosis and regurgitation. Two years following the valve implant, the patient presented with mitral stenosis. An echocardiogram revealed stenosis of the melody valve with a mean transvalvular gradient of 22 mm hg and severe valve regurgitation. Subsequently, a second melody valve (serial number not provided) was surgically implanted valve-in-valve in the initial valve. It was reported that once the initial melody valve was exposed, one leaflet showed two lacerations. During the 12 months of follow-up, echocardiographic evaluation showed good function of the second valve with no residual stenosis. No additional adverse patient effects or product performance issues were reported.